Event description:
Report received of an under-delivery of lipids. The patient was on the oncology floor receiving lipids at 21ml/hour. After approximately 5 hours, the staff noted that more fluid was remaining in the bottle than was expected. Exact fluid volumes were not recalled. According to the customer, the staff noted approximately 2 inches of air in the tubing under the door proximal to the air sensor. There were no pump alarms. The tubing was readjusted to clear the air, and therapy was continued using the same pump. There was no reported adverse effect to the patient. Though requested, there was no additional information available.